Manufacturer narrative:
H.6. Investigation: customer returned a number of images of two shelf cartons for 1ml, 31 gauge, 6mm syringes rom lot 1102236. One shelf carton features two separate tears starting at two corners. Another shelf carton is missing its printed lot number, manufacturing date, and expiration date. A review of the device history record was completed for batch# 1102236. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the image received, bd was able to confirm the customer¿s indicated failure of label information missing. A definitive root cause cannot be determined. H3 other text : see h.10

Event description:
It was reported that the bd ultra-fine insulin syringe experienced missing label information. The following information was provided by the initial reporter: no lot on 1 case.

Manufacturer narrative:
Initial reported addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine insulin syringe experienced missing label information. The following information was provided by the initial reporter: no lot on 1 case.